Event description:
Unomedical reference number (B)(4). Event occurred in poland. The patient's father reported that his child's infusion set's soft cannula melted (it was softer) and it was bent when he took it out. He thinks that this issue occurred due to the weather (35 degrees). No further information was available.